Event description:
The nurse reported via phone call that the customer's insulin pump had a no delivery alarm. The nurse reported changing the set about five times, but the no delivery alarm persisted. Blood glucose level at the time of the incident was 495 mg/dl, which was treated with a manual injection. The nurse will return the infusion sets and reservoirs for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.